Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the difficult to advance and unable to place or position issue was not determined without returned product investigation, and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp the pump would not cross easily into the left ventricle due to a kink in the guidewire. A new guidewire was attempted but also kinked. A new pump was implanted successfully. No patient harm was reported.